Manufacturer narrative:
Analysis confirmed gear train anomalies due to corrosion and-or wear and-or lubrication and stall due to shaft bearing. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving morphine (concentration 25mg/ml, dose 12.491 mg/day) at simple continuous mode via an implantable pump for non-malignant pain. The patient experienced symptoms of withdrawal that begun on (B)(6) 2016 or the week of this report date an active motor stall was seen at initial interrogation, the logs did not show the motor stall date because there were so many events in them going back to (B)(6) 2016. It was noted that "motor stall date is not know" per the print report provided, a motor stall and stopped pump period may exceed tube set message was noted when the pump was examined on 2016-aug-18. The stopped pump period may exceed tube set message occurred on (B)(6) 2016 13:29 last change was (B)(6) 2016. An active audible alarm was silenced on (B)(6) 2016. A pump refill was performed on (B)(6) 2016. The elective replacement indicator (eri) was 14 months. The pump was replaced on the day prior to this report date. At the time of this report, it was unknown as to how the patient was doing

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.